Event description:
Complainant alleged that during biomed testing, the device failed self test and displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and was attributed to a faulty shield on the system board. Analysis of reports of this type has not identified an increase in trend.